Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which led to peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics. It was not reported if the patient was retrained on the proper aseptic technique. Action with dianeal therapy was ongoing. Seven days after admission the patient was discharged and was reported as recovering from the peritonitis event. Eight days after hospital discharge the patient passed away. The cause of death was unknown. The caregiver reported the patient "experienced two small heart attacks prior to passing away". It was not reported if an autopsy was performed. It was reported the patient did not recover from the peritonitis event at the time of death. The caregiver reported the patient refused dialysis &#49248;couple of days prior to passing away&#56224;no additional information is available.